Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices from the batches shipped to this site conformed to the preventive measures / current controls as per the product specification. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that thrombosis occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x 20 75cm mustang balloon catheter was advanced to perform dilatation. However, at visual inspection, some thrombi were noticed and the thrombosis was observed almost immediately. No further patient complications were reported.